Event description:
The distributor reported that the ok button was not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint. There was no evidence of misuse of the product.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. All keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts.